Event description:
A nurse reported the system fan was louder than usual and the speaker quality was poor and made a vibrating sound during surgery. Following a 30 minutes delay, the procedure was completed using the same system. There was no pt impact reported.

Manufacturer narrative:
The co rep examined the system and verified a loud upper fan and both left and right speakers were making a rattling sound. The co rep then verified that speaker brackets were not touching the upper covers. Both speakers were replaced along with the upper fan. Visual eval of the returned fan cable assembly, and the left and right speakers, did reveal a nonconformity. The speaker wires leading to the right speaker were severed. During functional testing, the reported event of system fan being louder than usual and speaker quality being poor and making a vibration sound could not be replicated. Tone and voice were successfully heard without any abnormalities as various modes and arrows were selected in the surgical screen. No abnormal sounds were heard. A review of complaints for the las 24 months did not indicate any add'l similar reports for this system. The root cause of the reported events could not be determined. (B)(4).